Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value not provided. Cause was not known. An ambulance was contacted to provide assistance; however, no information was provided on how the low bg was treated. Recommendation was made to consult with a healthcare provider regarding diabetes management.